Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during a swivelock elbow surgery while drilling the elbow the device broke off. It was further reported that a drill guide was used. There was no harm for patient, operator or third party reported. The surgery was finished successfully with a new device. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Complaint confirmed, the tip broke off about 18 mm from the distal end. Circumferential scuff marks were observed along the shaft. The device was found to meet dimensional and material specifications. The cause is undetermined, however the damaged observed suggest a likely cause of the event is prying/leveraging the device during use.